Event description:
User facility medwatch # (B)(4) received. During an unknown procedure, when the device was plugged in, the monitor stated device not found. When the scrub tech moved the cord, the device would work momentarily and then turn off. Monitor would display device not found.

Manufacturer narrative:
(B)(4). Date sent: 4-9-2012. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Devices a and e was received in good physical condition. The devices were connected to the generator and the generator did recognize the device. The devices were tested with a generator and the device performed as required during testing. The devices was tested on the generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. Devices b, c and d were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and pieces of ceramic are missing. The devices were connected to the generator and the generator did recognize the device. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display device f was received with the upper jaw loose. The jaw is loose, due to retention pin issues. . The devices were connected to the generator and the generator did recognize the device. During functional testing while cutting test media a ''reposition jaw and reactivate'' error message was displayed. The jaw was inspected and it was noted to be loose. Because of this condition the upper jaw can makes contact with the electrode creating an electrical short. The jaw was loose because the jaw retention pin was not properly attached to the jaw. This prevented the upper jaw from aligning with the lower jaw. The device was disassembled and it was confirmed to have a retention pin issue. No conclusion could be reached why the jaw retention pin was in this condition device g was received in good visual condition. . The devices were connected to the generator and the generator did recognize the device. During testing, the device had no hand-activation. The device was disassembled and internal wiring, switch buttons and resistor were tested and within specifications. The cable to the assembly was tested and failed continuity. This resulted in the inability to energize the instrument using the hand activation button and would result in the "device not found" alert screen being displayed on the generator. Further testing of the cable found that the yellow wire did not have continuity. It was found that the yellow wire was crushed by the shroud. Device b: batch h91v4n; mfg date 8/2/2011; exp date 7/2/2013. Device d, g: batch h91n6y; mfg date 7/18/2011; exp date 6/18/2013. Device f: batch # h91d1n; mfg date 6/14/2011; exp date 5/14/2013.